Event description:
Zoll lifecor customer support service reported several battery charger faults related to the pt's battery pack after downloading the pt's data. The pt was not provided with a replacement battery because the pt indicated to end use from the lifevest device.

Manufacturer narrative:
Device eval summary - device eval of battery pack (B)(4) has been completed. The reported problem was confirmed. The battery pack had several battery pack faults. The cause of the battery pack faults was a broken white wire within the battery pack where the wire attaches to the battery pack's internal cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The pt indicated end of use from the device.